Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: unknown, product type: catheter; product ID: 8781, serial#: unknown, product type: catheter. (B)(4).

Event description:
It was reported that after the implant of the pump the therapy effect could not be confirmed despite and increased dose. A contrast study was performed to examine the catheter. The physician attempted to draw cerebral spinal fluid (csf) from the catheter access port (cap) however; resistance was felt and the csf but could not be aspirated. The patient was scheduled for a laparotomy on (B)(6) 2013. Upon this it was discovered that there was no abnormality in the pump and the spinal cord side. It was also confirmed that there was no kinking or pinholes. The physician considered that the catheter had been positioned outside the pith cavity. It was verified that the catheter had not been dislodged. Rather, with a sense of performing a puncture again, it was considered that the catheter had been positioned outside the pith cavity from the beginning and was procedure related. The pump side of the catheter was repositioned and the spinal side was replaced. There were no complications and the reported outcome was not recovered. This device system delivered gabalon.